Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No excessive no delivery alarm and low reservoir alarm function properly during test. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose has been in the 400 mg/dl range over the past couple of days. The customer's blood glucose at the time of incident was 472 mg/dl. The customer experienced dehydration and frequent urination; she had been treating with the insulin pump since she lacked a back-up plan. A 5-unit prime was performed and only one drop came out. The customer stated that she has not received any no delivery alarms and she feels that the insulin pump was not delivering insulin. Troubleshooting was initiated. The drive support cap appeared normal. There were no air bubbles in the tubing either. However, the customer uses her sites for up to 7 days, and she was advised to change her site every 2-3 days. The device settings were programmed accurately. A high pressure test could not be performed due to lack of a tubing clamp. The insulin pump was returned and replaced.